Manufacturer narrative:
The customer's report was observed and attributed to a faulty capacitor on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI # updated.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.